Event description:
During angioplasty balloon would not come back through sheath. At first it would not allow distal tip into sheath despite deflation & saline flush. When balloon finally entered sheath it "snaped" apart. Sheath was removed with balloon inside of it.